Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump's display turned faint due to hot. Display faded and could not read. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no missing segments or partial display noted during testing. (B)(4).